Manufacturer narrative:
This report is submitted on may 13, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.